Event description:
It was reported that patient underwent oss total femur on (B)(6) 2011. Upon opening the bushing set, surgeon discovered that the box contained two bushings of the same type. A second bushing set from the same lot was opened, but it also contained two bushings of the same type. A third bushing set from a different lot was opened and used to complete the procedure. No significant delay in the procedure or patient injury was reported.

Manufacturer narrative:
Investigation of this issue is ongoing. A follow-up MDR will be sent to the FDA. The user facility was notified of the event on (B)(6) 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(6) 2011.

Manufacturer narrative:
A decision was made to recall the product. (B)(4).